Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance measurements and an increase in thresholds. The pacing impedance measurements were within range. Technical services (ts) reviewed the data and discussed the right ventricular automatic threshold (rvat) test detected as greater than the programmed amplitude or suspended, but there was no noise. Ts also discussed that the electrogram (egm) presented intermittent loss of capture (loc). Ts recommended reprogramming options and continued monitoring. No adverse patient effects were reported. This rv lead remains in service.